Event description:
It was reported by the physician that this right ventricular (rv) lead exhibited a high threshold, measuring 5 volts (v) at 1 millisecond (ms) or 4.5 v at 1 ms. Impedance and sensing remained within normal ranges. A chest xray was completed and found to be unremarkable. Lead function was evaluated in unipolar configuration; however, the physician preferred maintaining bipolar programming with a measurement of 6.5 volts at 1 ms. Continued monitoring was planned, and no pauses or loss of capture were observed. Additional information indicated that the device was switched to unipolar pacing with a measured pacing threshold of 2.2 v at 1.0 ms. A chest xray demonstrated normal findings. Ongoing monitoring was planned, with no adverse effects reported. Right ventricular pacing burden was less than 1 percent. Additional information indicated that lead revision was performed and this rv lead remains in service. No additional adverse patient effects were reported.